Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, h3, h4, h6.

Event description:
Healthcare professional reported a left side deflation. Healthcare professional later reported "any creases." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening assessed, as fold flaw opening. Crease/folding of implant: observed. As per the investigation procedure: particle and wear abrasion was completed. And none of the observations are found.

Event description:
Healthcare professional reported, a left side deflation. Healthcare professional, later reported, "any creases". Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: deflation.